Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough hypercoat; guide cath: profit jl4.0. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The tenku rx dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, 90% stenosed, eccentric, de novo distal circumflex artery lesion, post stent deployment inflation a nc tenku balloon dilatation catheter (bdc) was being inflated once at 18 atmosphere (atm) when it ruptured at the proximal edge. The physician commented that the rupture may have resulted from the heavily calcified vessel. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.